Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, erosion, infection, urinary problems, dyspareunia and inflammation. No other info is available.